Manufacturer narrative:
The pusher assembly was returned with the implant coil still attached. The pusher assembly was found separated into two segments and not retained by the release wire. The evaluation could not determine the cause of the event as the implant coil released during testing via the manual method (an alternative detachment method presented in the instructions for use). All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a small side wall cerebral aneurysm measuring 8mm located in the ica (internal carotid artery). On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached using the instant detacher. The coil was removed from the patient and a coil from another manufacturer was used to successfully complete the procedure.no patient injury was reported as a result of the procedure.